Event description:
It was reported that during a coronary stenting procedure, a stent dislodgement occurred. Access was obtained through the radial artery to reopen a bypass. The 70% stenotic lesion was located in the proximal to distal ramus posterolateralis sinister. The physician implanted a 4.0x38mm in the proximal ostial venous graft and then implanted a 4.0x32mm promus element stent in the distal portion of first stent in the same graft. The physician then advanced a 3.5x38mm promus element stent through the implanted stents but had difficulty positioning the device and decided to withdraw it from the patient. During withdrawal the device hooked the 4.0x32mm promus stent and 3.5x38mm stent dislodged from the delivery system. The physician then accessed the dislodged stent through the femoral artery, but the attempt to snare it was unsuccessful and "part of the stent" was left inside the patient. Surgery will be scheduled in the next few days to remove the stent. Patient's status is reported as stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors.(B)(4).